Manufacturer narrative:
A supplemental MDR is being submitted to correct sections h9 and h10 from the previous MDR. The related report number was erroneously entered into section h9 on the previous report. On this report, section h9 has been corrected as there is no correction/removal reporting number applicable. The related report number has been added to section h10.

Event description:
As reported by a field clinical specialist, a transfemoral artery transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve with -4 ml volume was performed. Post dilation was performed with the same delivery system using nominal volume. After post-dilatation, backflow blood was observed in the inflation device during balloon deflation, and it was determined that a balloon rupture had occurred. After device removal, a pinhole was confirmed near the triple marker of the balloon lumen. An additional post-dilatation was performed using a non-edwards balloon catheter and the procedure was completed. The paravalvular leak (pvl) was mild at this time. There was no central leak. Because the patient had tortuosity in the lower limb, the delivery system was inserted and balloon was positioned by pulling it back from the usual position. It is believed that advancing the device during post-dilation while traction was applied to the balloon contributed to the rupture. There was a resistance when device insertion during post-dilation. It was determined that the rupture did not occur due to interference with annular calcification during post-dilatation. However, the exact timing of the balloon rupture remains unknown. Although the occurrence date was unclear, paravalvular leak (pvl) subsequently worsened to mild-to-moderate, and hemolysis was observed. Drug therapy was administered but did not result in improvement; therefore, post-dilatation was performed at a later date. After post-dilatation, the pvl decreased to trivial.

Manufacturer narrative:
This is one of two reports being submitted for this case. The date of the event is unknown; however, intervention that occurred at a later date was reported to have occurred (B)(6) 2025. Therefore, (B)(6) 2025 was used as the occurrence date. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event could not be determined, but it is possible that patient factors (mild-moderate aortic valve calcification) in addition to procedural factors (valve deployed with -4 mm of volume) caused or contributed to the pvl with subsequent hemolysis/hemolytic anemia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.